Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited possible loss of capture on the left ventricular channel. Pacemaker mediated tachycardia (pmt) episodes were stored but the pmt algorithm successfully terminated these episodes. Technical services (ts) advised anti-tachycardia pacing was inappropriately delivered due to an atrial arrhythmia with rapid ventricular response. Ts observed undersensing on the right atrial channel. In addition, high capture thresholds were exhibited on the right ventricular channel. Ts suggested the patient should be seen in clinic for a device evaluation. Additional information was requested but not provided at this time. This crt-d remains in service. No adverse patient effects were reported.